Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent incisional hernia repair with a composix kugel mesh. On (B)(6) 2006 - patient presented to the emergency room with intermittent gas pains and states there is a dull pain in the mid abdomen. The patient was exercising and believes he may have disrupted his previous hernia repair. CT scan revealed no abdominal problems. On (B)(6) 2006 - patient presented to the emergency room with epigastric abdominal pain, mild fever. A CT scan of abdomen demonstrates some edema in the region of the abdominal midline incision the same place it hurts clinically. Question intraabdominal infection. Patient was admitted for antibiotics and discharges in good condition. On (B)(6) 2007 - patient underwent excision of composix kugel mesh and small bowel resection. The md noted "as the small bowel was freed up from the mesh, there was obvious staining posteriorly where there was a fistulous formation and obvious disruption of the bowel." On (B)(6) 2007 - patient underwent incision and drainage of infected wound with dehiscence.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. This is a patient with comorbidities of diabetes, hypertension, coronary artery disease, hyperlipidemia, has a history of (B)(6), and myocardial infarction who consumes a moderate amount of alcohol daily, who developed an incision hernia in 2005. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicated that the patient was treated for adhesions and fistula formation, both of which are unknown possible adverse reactions listed in the IFU. It was also indicated that the patient was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. Without further information, no conclusion can be drawn.